Manufacturer narrative:
The complaint device was returned and evaluated. The reason for the return could not be duplicated, this complaint cannot be confirmed. The unit passed all diagnostic tests, functional tests, and is fully operational. A review of the depuy synthes mitek complaint system for this serialized device revealed one other dissimilar complaint, and two other similar complaints reported from the same customer. This complaint device was returned by the customer after they reported to depuy synthes mitek that the device had been used in three different procedures with extravasation in each procedure. There were no patient consequences reported in the procedures, no delay to the procedures, no intervention was needed for the patients, and the patients were released as scheduled. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep that the surgeon reported that there was more extravasation noticed during a shoulder procedure. Procedure was completed using the pump. No patient consequences reported. Device being returned. The sales rep confirmed there was no delay in the procedure, no intervention needed to be done for the patient, and the patient was released as scheduled. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
It was reported by the sales rep that the surgeon reported that there was more extravasation noticed during a shoulder procedure. Procedure was completed using the pump. No patient consequences reported. Device being returned. The sales rep confirmed there was no delay in the procedure, no intervention needed to be done for the patient, and the patient was released as scheduled.